Event description:
Fracture of the temporary prosthesis on the dental implant. Implant was explanted. Reason for explantation is not documented.

Manufacturer narrative:
Fracture of the temporary prosthesis on the dental implant. Implant was explanted. Reason for explantation is not documented. Fragment of the fractured prosthesis should have been removed with a re-set and implant could have been in place without detoriation.